Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. When observed under magnification, the insulating ceramic and the return brace at the distal section of the tip is slightly damaged at the 7 o'clock position. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline. After several seconds sparks started appearing from the 7 o'clock position of the electrode. This test was repeated multiple times, each time showing sparking from the same position. The complaint of an output short error is confirmed based on the observed sparking. The root cause is likely attributable to an insufficient application of the epoxy between the metal tip and surrounding ceramic. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The supplier completed a CAPA investigation and implemented a retraining on the epoxy application process as well as the reoccurrence of training (6 month expiry date) for assembly aids. At this point, no further corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that there was an output short error received after a couple minutes on the customer's vapr s90 with hand controls during a shoulder arthroscopy procedure. The device was brand new, no generator software upgrades, default settings and intermittent use. The case was completed with another like device. The sales rep was not present but reported no adverse patient consequences or delay. The device will be returned for evaluation.